Event description:
The pt's wife reported that during fill 1 the blue pin disconnected and started to leak. The following morning the pt was having abdominal pains and cramping and was transported to the hospital. The pt was administered antibiotics. While in the hospital the pt's effluent was checked and reported to be cloudy.

Manufacturer narrative:
A plant investigation is currently on-going. A supplemental report will be submitted upon completion. See MDR #8030665-2013-00419 for information related to the cycler set.